Event description:
The customer replaced both probes on the axsym analyzer due to level sense errors. When the customer attempted to run the analyzer after replacing the probes, smoke was observed coming from the sample syringe. No fire was observed. The customer powered down the analyzer. No injury occurred.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Abbott field service visited the account and replaced the sample syringe assembly as the sample syringe was shorted by leaking from the pressure monitoring module. Field service ran qc, performed a fluidics check, verified instrument operation and returned the system to customer. The system was meeting all specifications following field service intervention. Review of abbott service history for axsym serial number (B)(4) indicates there were no additional complaints of a burning smell or smoke following field service intervention. Review of complaint tracking and trending for the time period of (B)(6) 2008 found no similar complaints for the customer described issue. The axsym system operation manual (list number 9a26-06) section 7, operational precautions and limitations, emergency shutdown procedure, provides adequate instructions in the event of an emergency. Section 8, hazards, provides cautions and warnings when performing maintenance and running the analyzer. The exact root cause for the smoke could not be determined with the available information. Field service indicated the sample syringe was damaged from liquid leaking onto the assembly. The customer was not sure leaking did not occur following probe replacement. Additional information concerning the damage was not available. Replacing the syringe assembly returned the analyzer to operation. A deficiency of the axsym system was not identified. This is the final report.